Event description:
It was reported that the user experienced a low blood glucose of 54 upon waking on the final day of pump use, with the cause of the event unclear, and subsequently elected to discontinue use of the pump and pursue return. Symptoms included dizziness and lightheadedness consistent with hypoglycemia. Outcomes included recovery to target range after self-treatment with oral glucose without assistance and without hospitalization. Troubleshooting and education were completed during the call. Investigation included case intake and review for adverse event classification. Investigation of this case revealed no confirmed device malfunction and an undetermined root cause for the hypoglycemic event. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.